Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ (B)(4) to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Product is no longer available to be returned.

Event description:
It was reported that the blood glucose device gave higher than expected readings during a hypoglycemic event. The patient received the following results within 15 minutes: 36 mg/dl, 45 mg/dl, 474 mg/dl, 111 mg/dl, and 151 mg/dl. At this time the customer was feeling tired and was not able to move his arms or open his eyes. The customer's parents treated him with 2 spoons of jam and the customer eventually began to feel better. No medical treatment was required.